Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during a follow-up inspection after implementation of fsca 323 and fsca 329, a functional test on the cardiosave intra-aortic balloon pump (iabp) unit revealed a malfunction of the capacitive touchscreen. There was no patient involvement reported.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during the follow-up inspection after fscas 323 and 329 the cardiosave intra aortic balloon pump (iabp) touch screen was malfunctioning. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) stated that the calibration process could not be completed successfully. Multiple calibration attempts according to the service instructions were unsuccessful. The defective dashscreen has been successfully replaced. All necessary tests were performed, and no further issues were detected after the replacement. The new dashscreen was successfully calibrated, and all relevant fsca procedures were also completed. The customer is retaining the defective screen for on-site analysis and investigation. The job is now complete. From our perspective, the device is fully functional, and the cardiosave has been cleared for clinical use again.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d8, e1(event site telephone), h6 (medical device problem code, investigation findings, component codes and investigation conclusions).

Event description:
N/a.